Manufacturer narrative:
This medwatch is related to patient identifiers (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus received a literature titled "endoscopic resection of giant esophageal subepithelial lesions: experience from a large tertiary center." Postoperative adverse events after endoscopic resection of an esophageal giant subepithelial lesion. A patient (49-year-old woman) underwent a difficult resection procedure with the wound covered by a metal stent. The postoperative day (pod) 2 computed tomography (CT) scan showed postoperative bilateral pleural effusion of the patient. Pod 8 endoscopy detected an esophageal fistula. A large esophageal wall defect was found, purulent exudates and a drainage tube placed in the thoracic cavity could be observed endoscopically through the fistula, and a gastric tube was then inserted into the fistula for drainage. The fistula shrank significantly on pod 28, with proliferating granulation tissue seen at the site. After changing the gastric tube several times, the patient finally recovered and was discharged on pod40.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (b5). The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received from the author: an olympus device did not cause or contribute to the adverse event described in the article. Also, it was confirmed that an olympus device malfunction did not occur.